Manufacturer narrative:
The device was received for evaluation. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual and functional testing were performed and the reported issue could not be confirmed. During functional testing, the pump powered up and performed infusion with no issues. During visual inspection, the pump was found to be in excellent condition with no visible contamination. The j9 connector was fully seated and re-glued using all three mating surfaces and the speaker was replaced as preventative maintenance and the unit passed all functional testing. The root cause could not be determined however; a corrective and preventative action has been opened to address the reported issue. Additional information: h10 correction: g1 and h6 this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Returned device was received for evaluation . Evidence of reported problem in event log was found. During the evaluation of the device unable to determine. No external damage or contamination to interconnect board or speaker. The customer reported condition was not confirmed. No fault found, preventive measures were performed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump had a primary audible alarm background fail testing. No patient involvement.